Manufacturer narrative:
One 7207564 sterile 9x30mm biorci screw reported on. The screw, IFU, chartstik labels, foil inner pouch, tyvek pouch and the outer product carton were returned. Dimensional inspection verified that this was a 9x30mm product. Threads have been fractured and chewed up, especially at the distal tip. This has been known to occur from entanglement with the guide wire. The head has indication of stripping from excess torque. No root cause related to the manufacturing of this device was confirmed.

Event description:
It was reported that the screw broke during a tibial fixation. No patient injury was reported.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time.